Event description:
Customer's mother called to report the customer passed away. It was stated that customer body was found on bed by the neighbors and the police. Mother was not sure if customer was wearing the pump at the time of death customer lived alone. Also the certificate stated that the cause of the death was polyglandular autoimmune syndrome. The family members requested to bring the pump for analysis.